Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncopal episode and was admitted to the hospital. Interrogation of the system noted high thresholds, loss of capture, and pacing inhibition on the rv channel. Low out of range pacing impedances of less than 200 ohms were also observed on the rv channel. The rv lead was suspected to have dislodged and interacting with a previously abandoned lead in the patient. Surgical intervention was performed and the rv lead was confirmed to be dislodged, and was subsequently repositioned. No additional adverse patient effects were reported.